Event description:
On (B)(6) 2009, pt's wife reported her husband stated that when the basal rate changed to the 7:00 am hour he did not hear 2 beeps as he was told he would. Advised the infusion device does not beep when the basal rate and hour changes. She then stated that when he disconnected and "shook" the tubing, no insulin dripped from the end of the tubing. Had pt disconnect from the infusion device and place the device in stop. Had him prime the infusion device and place the device in stop. Had him prime the infusion set. Pt had to prime the entire 25 units of insulin to get insulin to drip from the end of the tubing. Pt's wife stated she thought she saw a bubble in the tubing before priming, but the bubble is now gone. Pt is new to pump therapy. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.